Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip fracture during surgery. Manufacturing files were reviewed and no issues were found for this lot number. The likely mode was too much torsional force applied causing fracture. Conclusion: the root cause of the instrument fracture is likely a result of the age of the instrument.

Event description:
It was reported that; the revision draw rod broke while surgeon was using the revision screwdriver to remove a locked screw. As surgeon was finishing tightening the draw rod into the screw a snap was heard and when the screwdriver was removed the tip was noticed to be broke. The extractor was used next. One screw was removed successfully on the second one after the extractor was fully inserted and surgeon was unscrewing the screw the surgeon felt the driver give way and when removed the tip was noted to be broken also. The surgeon was able to use a cannulated screwdriver to back out the screws within the plate.

Event description:
It was reported that; the revision draw rod broke while surgeon was using the revision screwdriver to remove a locked screw. As surgeon was finishing tightening the draw rod into the screw a snap was heard and when the screwdriver was removed the tip was noticed to be broke. The extractor was used next. One screw was removed successfully on the second one after the extractor was fully inserted and surgeon was unscrewing the screw the surgeon felt the driver give way and when removed the tip was noted to be broken also. The surgeon was able to use a cannulated screwdriver to back out the screws within the plate.